Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged fluid ingress onto the bed's scale board. No injuries reported.